Event description:
I had a zimmer nexgen total knee replacement on (B)(6) 2009, in (B)(6). It has never been right or stable. It is loose and goes out of place. The dr. Agreed that it was too loose and gave me a brace and said that the only way to correct it would be to replace it. The brace is a velcro knee brace but it keeps sliding down and the only way I would be able to keep it in place would be to tighten it so much that it would cut off circulation, so I don't wear it. I had so much pain and anguish with the replacement that I do not want to go through another surgery or therapy and guarantee do I have that is would be any better. I have lost faith. It still goes out of place all the time, luckily it goes back but I do not trust it when I walk for fear it will not hold me. I just thought that this info should be known. If no one says anything, the FDA will not know that there was a problem with this device.